Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with unresponsive button due to flattened and creased buttons dome switch. The insulin pump has minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported, the customer had a keypad anomaly. The customer's mother stated their up and down arrow buttons were unresponsive. Customer's blood glucose was 274 mg/dl. The customer's mother could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.